Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly while connected to a power source to charge. Subsequently, the pump turned on and the battery gauge was fluctuating. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.